Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: the slight delay did not result in a health impact to the patient.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in a non-tortuous superficial femoral artery (sfa), an unspecified 7.0x60mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance, however, during the 1st inflation, the balloon ruptured at 11 atmospheres (atm). The armada 35 bdc was withdrawn without difficulty. There were no adverse patient effects but a slight delay was reported. An unspecified bdc was used to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received. The slight delay did not result in a health impact to the patient.